Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result at 15:10 of 0.00 ng/ml on a patient. The sample drawn generated a troponin I result of 0.06 ng/ml using beckman dxi. Customer performed two subsequent tests eighteen days later: I-stat (poc) yielded a result at 15:10 of 0.00 ng/ml beckman dxi yielded a result of 0.06 ng/ml. I-stat (poc) yielded a result at 18:51 of 0.01 ng/ml beckman dxi yielded a result of 0.06 ng/ml.